Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J2 pin 2 was damaged.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device powered off while monitoring a patient experiencing an unspecified medical issue during transport. Upon powering the device back on, it was reported that the device would no longer work. There was no reported adverse event to the patient or user as a result of the issue. Following the alleged failure, a second defibrillator was utilized to successfully monitor the patient.

Event description:
It was reported to philips that the device powered off while monitoring a patient during transport. Upon powering the device back on, it was reported that the device would no longer work. There was no reported adverse event to the patient or user as a result of the device issue. Following the alleged failure, a second defibrillator was utilized to successfully monitor the patient.